Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he was hospitalized with diabetic ketoacidosis. The customer stated that his blood glucose went high due to running out of insulin. Blood glucose value at the time of admission was 427 mg/dl. The customer experienced vomiting and heart racing. The customer had not been wearing the insulin pump for 24 hours. Last blood glucose reading was 120 mg/dl. The customer was provided with the reservoir information to have his parents bring reservoirs to the hospital.